Manufacturer narrative:
During internal review, mckesson determined that this issue is similar to 8022257-2013-00004, and is reportable under per 21 cfr 803. Mckesson has identified an issue where application logic leads to discrepancies between the image index and the content of the image folder which can cause image loss. The image folder is a file system directory where images are stored; it also contains the image index. The image index indicates to the application a list of image files to expect for use within the application. If the image index and the contents of the image folder are not synchronized, the following may occur: image may be lost or unavailable, leading to clinical decisions being made on incomplete studies and/or the study cannot be archived. In the event of a hardware failure, unarchived studies may be lost leading to prior studies not being available for comparison. The following factors may contribute to the occurrence of the discrepancy: network stability issues (for example: poor performance, instability and communication errors (dropped connections, packet loss)); disk write failures (cannot write to disk). The product may fail to handle the outcome of such factors resulting in the discrepancies described above.

Event description:
While performing proactive maintenance of unarchived studies, mckesson identified 3 unreported studies from the short term storage in the hmi pacs that failed to archive to long term storage. No patient harm was reported.